Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power on due to defective/faulty circuit (g1) board. The cause of the printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus performed evaluation and confirmed the customer reported image problem. The monitor is not turning on due to a defective/faulty circuit (g1) board. Additionally, the fan functions automatically after some time on turning on due to a defective/faulty circuit (g2) board assembly and patches in the image of the monitor were found due to a defective/faulty lcd panel. The evaluation also noted there is foggy condensation inside the monitor due to a defective bezel plate, there are intermittent lines and color variations in the image/dvi ports due to a defect circuit (qb) board, the power switch bracket is broken, and the rear cover panel was found broken in multiple places. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the biomedical equipment technician at the user facility was performing a routine inspection in the morning on the customer high-definition liquid crystal display monitor and found the monitor does not turn on. No procedure or patient was involved.